Manufacturer narrative:
Scrapped.

Event description:
Allegedly, during a turbt procedure, the cutting loop broke off the instrument and fell into the patient. The instrument was replaced immediately and the piece was removed. Per the customer, the procedure was completed with no delay or no serious injury to patient.